Event description:
It was reported that when using the bd pyxis¿ es server multiple stations went into critical override. The user also mentioned that 25 stations were currently in critical override and were not communicating with the server. A reboot was attempted, but the critical override status did not clear. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the temporary delay in admit discharge transfer (adt) or pis messages coming into server. A technical support specialist (tss) dialed into the server and confirmed that 434 devices were deployed across all facilities, with 25 devices entering critical override. Downtime queries verified that the interface was operational and processing messages with current timestamps. Review of critical override records showed all events which were system triggered with the reason inbound delay. Facility auto critical override settings were validated and confirmed to be configured with 15 minute thresholds for adt and pis message delays. Analysis of a sampled facility identified a pis message gap exceeding the configured threshold, while adt messaging remained within normal intervals. The condition automatically cleared once message flow resumed. Dashboard review confirmed that all critical override notifications were cleared. The system functioned as intended after the technical support specialist investigated the device.